Manufacturer narrative:
Additional information was added to h3, h6 and h11. H11: the device was received for evaluation. A visual inspection with the naked eye noted a separation between the patient adapter and the tubing/bushing of the transfer set. The reported condition was verified. The cause of the condition could not be determined; however, the assembly between the patient adapter and the tubing / bushing is a friction fit and not a solvent bond. A strong tug on the tubing or patient adapter could cause a separation. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the silicone tubing and patient connector of the minicap transfer set. This occurred during use of the device for peritoneal dialysis therapy. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.